Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to a hip nail fracture approximately four months post-implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products- hfn lag screw 10.5mm x 100mm, cat#: 814510100 lot#: ue1131300a. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of implant fracture. The device was analyzed by sem and it was revealed that the nail was fractured due to fatigue leading to ductile overload. Eds analysis confirmed the device to be consistent with device material specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.